Event description:
This complaint is now reportable based on the analysis completed in 2009. It was reported that during a coronary artery drug eluting stenting treatment procedure, the 3.50x16mm taxus express2 drug eluting stent could not cross another MFR's placed stent. There were no pt complications or injuries reported. However, the returned product confirmed that there was stent damage. The index procedure was treating a 90% in-stent restenosis of another MFR's placed stent located in the proximal to mid rca (right coronary artery). The taxus express2 was unable to cross. The procedure was completed with a different device.

Manufacturer narrative:
A review of the mfg documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The device was returned for analysis. Visual examination of the returned device revealed proximal stent damage. Some of the struts on the first row on the proximal side were raised. No kinks or damage were found along the hypotube. The balloon and tip sections of the device were examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The most probable root cause of this event is operational context.